Event description:
It was reported that a malfunction occurred on a pump, identified by malf code 12, which did not cause any adverse impact to the customer's blood glucose level. The patient could not troubleshoot initially due to a doctor's appointment but later called back to discuss the issue. Technical support decided to replace the pump, which was still under warranty, and arranged to send a new pump with updated software. The customer was instructed to use multiple daily injections as a backup therapy, return the malfunctioning pump with a provided return box, and set up the new pump upon receipt, including programming settings and connecting their continuous glucose monitor. The customer acknowledged all instructions and understood the process.

Event description:
A malfunction was reported with the customer's insulin pump. There was no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy and was sent a replacement pump with updated software. Technical support provided instructions for returning the malfunctioning pump and programming the settings on the new pump. The customer acknowledged and understood all instructions given.